Manufacturer narrative:
Device manufacturer address 1: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink, paclitaxel sets had air-in-line and the ¿tubing was breaking¿ at unspecified locations; further described as ¿taxol infusions have a lot of bubbles¿. This was identified at unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.